Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pockets continued to fail, required repeated storage space recovery, and the drawer displayed a failed hardware maintenance message. A field service engineer used mpar air, reseated the row board cables for drawers 2-1, 2-2, 3-1, and 3-2, reseated the retractor bands, and ran the hardware test application with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pockets continued to fail and nursing staff had to recover storage space and count the full quantity of the pocket each time. Although this temporarily resolved the issue, nursing staff later reported that the machine indicated the drawer had failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.